Event description:
The pt reported no longer hearing sound sensations. Using the appropriate diagnostic equipment, it was determined that the device is not functioning according to manufacturer's specifications. Explantation/reimplantation surgery is scheduled for 6/29/1998. The healthcare professional has been informed that the explanted device should be returned to cochlear corp.

Manufacturer narrative:
Additional method code: pt is doing well with her new device. This is the final report.